Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the filter legs opened not as expected. The target area was the inferior vena cava. A 12 fr greenfield¿ filter was advanced and deployed; however, several of the filter legs opened on one side of the vena cava rather than opening all the way around in a circle. The procedure was completed with this device. No patient complications were reported and the patient's status if fine.